Manufacturer narrative:
The investigation is ongoing. The affected rota flow drive with s/n (B)(4) has been requested for further investigation but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that during in-house inspection of the rotaflow unit, when it was set to 2l /min and changed to the lpm mode, the flow rate increased and showed 2.5l / min. In addition, the number of revolutions increased by about 300 rpm and the error message ¿runaway¿ generated. The rotaflow drive was changed and checked, the unit worked normally. Therefore, it is considered that the rotaflow drive is the affected. No patient was involved. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The event occurred in japan. It was reported that during in-house inspection of the rotaflow unit, when it was set to 2l /min and changed to the lpm mode, the flow rate increased and showed 2.5l / min. In addition, the number of revolutions increased by about 300 rpm and the error message ¿runaway¿ was generated. The rotaflow drive was changed and the unit worked normally. Therefore, the rotaflow drive was detected as broken. The rotaflow drive with s/n (B)(6) was sent back to the manufacturer for repair. During investigation by the getinge service department the reported error message "runaway" could not be reproduced. Thus, the rotaflow drive was sent to the supplier emtec on 2021-05-19 for further investigation. Emtec reproduce the reported failure and determined the root cause as aging of the device (device produced in 2017), which lead to porosity of the coaxial connection cable, which can affect the functionality. The cable was replaced by the supplier. After passed functional test at the getinge service department the device was returned to the customer. A device history record review (DHR) was performed on 2021-03-29, there is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on these investigation results the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.